Event description:
As reported by a sales rep, angiography revealed an aneurysm around two cypher stents approximately two years after the implantation. A 3.5 x 33 stent had been implanted in the right coronary artery and a 3.0 x 28 stent had been implanted in the left anterior descending artery.

Manufacturer narrative:
This is one of two reports involved with this adverse event in which associated MFR report # is 3003742446-2009-00064. Additional info will be submitted within 30 days of receipt.